Event description:
Info received indicates while performing a preventative maintenance check, the tech found the composer circuit board wasn't sending a bed exit alarm to the nursing station.

Manufacturer narrative:
The tech replaced the composer circuit board to repair the bed.